Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: (B)(4) lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had intermittent high thresholds, intermittent loss of capture, high impedance, intermittent noise and a confirmed make/break fracture. An attempt was made to place a new ra lead; however, access could not be obtained due to right subclavian stenosis. The ra lead was capped the following day and a new lead was placed on the patient's left side. No patient complications have been reported as a result of this event.